Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Event description:
During use, the image became abnormal suddenly and could not to be used. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: the abnormal image was caused, by the failure of pcb board. The scope was repaired, by the third party and returned to the hospital. Correction information: h6: coding changed, based on the investigation result. Additional information: d8: this device was serviced by a third party.